Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported: "patient still had pain after dr. Did his hip. Patient went to get a second opinion from another surgeon as to why he still has pain. The different surgeon said dr. Used a stem that was too small for the patient's anatomy and that¿s what¿s causing the pain." Case type / application: ltha.

Manufacturer narrative:
Reported event: an event regarding incorrect selection involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "a document titled "image of mako operation screen" is provided. It reveals preoperative planning for a left total hip replacement. The ap view of the left hip image shows a template with a size 5 accolade femoral prosthesis. In my opinion the size appears appropriate for the patient's femoral canal. [¿] this inquiry reports a patient complaining of pain following a total hip replacement. I can confirm that this event took place since I was able review the description of the patient complaints. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of pain following a total hip replacement are myriad. They include surgical technique factors and patient factors. An implant described as being ¿too small¿ can still function properly if fixation remains satisfactory. Review of proper xrays would be essential since I have only reviewed the preoperative plan, not the postoperative xrays." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was experiencing pain due to implantation of an accolade stem that was too small for the patient's anatomy. An image of the mako pre-operative plan was reviewed by a clinical consultant and indicated the following: "a document titled "image of mako operation screen" is provided. It reveals preoperative planning for a left total hip replacement. The ap view of the left hip image shows a template with a size 5 accolade femoral prosthesis. In my opinion the size appears appropriate for the patient's femoral canal. [¿] causes of pain following a total hip replacement are myriad. They include surgical technique factors and patient factors. An implant described as being ¿too small¿ can still function properly if fixation remains satisfactory. Review of proper xrays would be essential since I have only reviewed the preoperative plan, not the postoperative xrays." It should be noted that the preoperative plan shows a size 5 accolade stem, but a size 4 accolade stem was reported to be implanted in the patient. It is unknown if this was an intentional discrepancy from the mako pre-operative plan. It is also indicated in the relevant surgical protocols that preoperative templating/planning serves as only a guide. Final sizing, leg length and offset are determined intraoperatively. The exact cause of the event could not be determined from the information provided. Further information such as post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient still had pain after dr. Did his hip. Patient went to get a second opinion from another surgeon as to why he still has pain. The different surgeon said dr. Used a stem that was too small for the patient's anatomy and that¿s what¿s causing the pain." Case type / application: ltha.